Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) defibrillation lead exhibited high, out-of-range shock impedance measurements. A red alert was issued in the patient's remote monitoring system for an impedance measurement of 133 ohms. A boston scientific technical services consultant reviewed the device data and found the average shock impedance measurements were between 90-100 ohms. Troubleshooting techniques were discussed; it was also noted that the pacing impedance measurements on the right atrial (ra), rv, and left ventricular (lv) leads had been trending upwards and then downwards together; however, no out-of-range pacing impedance measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
The device and competitive lead remain in service, with no programming changes made. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.